Event description:
It was reported that during a contra lateral angioplasty procedure, removal difficulty and tip detachment occurred. The target lesion was located in the proximal left superficial femoral artery (sfa), which was heavily coalified and narrowed but not tortuous. Ultrasound of this area showed an aggressive looking, calcified, and intraluminal plaque. The lesion was approached from the contralateral side. A 5fr imager ii angiographic catheter was placed into the artery without difficulty. Upon removal of the catheter, there was mild/moderate resistance at the iliac bifurcation and then a sudden ¿give¿ was felt. The curved grey tip broke off and embedded within the stenosis of the proximal sfa just below its origin. After 3 hours effort to retrieve it, it was decided that the patient would have to go to the or to have it removed. Angiogram showed new occlusion of the sfa at the stenosis site where the catheter was situated. The vessel reconstituted more distally and was seriously diseased to begin with. The patient had no new symptoms as a result of this thrombosis. The profundus femoral artery was still widely patent and not jeopardized by this fragment. As the arteries were so heavily coalified and hard, removal would be extremely difficult, thus it was elected by the surgeons to leave the fragment in place.

Manufacturer narrative:
Updated: device avail. For eval; returned to MFR. On; device returned to MFR; evaluated by MFR; eval summary attached; method codes; result codes; conclusion codes device evaluated by MFR: returned product consisted of an imager catheter. The distal end of the device had a jagged edge. The tip and catheter were measured with a calibrated ruler and measured 3mm and the catheter was 67cm in length (distal end of the hub to the distal end). There was a 12cm scratch on the distal end of the device (extended from the distal separated end to 12cm proximal). Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a contra lateral angioplasty procedure, removal difficulty and tip detachment occurred. The target lesion was located in the proximal left superficial femoral artery (sfa), which was heavily calcified and narrowed but not tortuous. Ultrasound of this area showed an aggressive looking, calcified, and intraluminal plaque. The lesion was approached from the contralateral side. A 5fr imager ii angiographic catheter was placed into the artery without difficulty. Upon removal of the catheter, there was mild/moderate resistance at the iliac bifurcation and then a sudden "give" was felt. The curved grey tip broke off and embedded within the stenosis of the proximal sfa just below its origin. After 3 hours effort to retrieve it, it was decided that the patient would have to go to the operating room to have it removed. Angiogram showed new occlusion of the sfa at the stenosis site where the catheter was situated. The vessel reconstituted more distally and was seriously diseased to begin with. The patient had no new symptoms as a result of this thrombosis. The profundus femoral artery was still widely patent and not jeopardized by this fragment. As the arteries were so heavily calcified and hard, removal would be extremely difficult, thus it was elected by the surgeons to leave the fragment in place.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).